Event description:
Caller reported blood glucose results of 15.7 mmol/l on compact plus system 1, 8.0 mmol/l within 10 minutes on either compact plus system 2. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).